Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to oversensing of noise. No pacing inhibition was noted. A subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted. No additional adverse patient effects were reported.